Event description:
It was reported that the handpiece began overheating and would not engage during a tooth extraction procedure. There was no pt/user injury or any other adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but the bur guard was not received. The reported condition of the device overheating was confirmed. Based on the investigation details, the overheating was a result of the nose cone rubbing against the bur guard. This can occur when the drill is mis-positioned with the guard in the load position, the drill is sterilized with the bur guard in the load position, or the bur guard is used past its expiration date. The warning, which is sent with every bur guard, as well as the instructions for use both state the proper installation for the bur guard. Service changed the bearings and performed preventive maintenance. The handpiece was repaired and returned to the customer.